Event description:
The customer used the device to check their blood glucose and obtained a result of 470mg/dl. Based on their symptoms emergency medical techs were called. The emergency medical techs did not test pt's glucose level. They did give pt a glucose solution and took pt to the hosp. At the hosp pt's glucose was 46mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for eval.